Event description:
It was reported occlusion alarms occurred. The customer was using cartridges for longer than 2 days with humalog insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact on the customers blood glucose level. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.